Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient developed neurogenic pain and swelling in the arm, progressing to brachial plexopathy affecting the hand. The surgeon recommended medication management, use of a compression glove, and physical therapy. The outcome is being observed and is considered continuing. The device remains implanted. No further information is available.